Event description:
Reporter alleged blood glucose measured discrepant results during back to back testing of 447 mg/dl versus 137 mg/dl and 447 mg/dl versus 116 mg/dl, and 307 mg/dl versus 116 mg/dl when all comparisons were performed < 10 minutes apart on the advantage system. The location of the testing was not provided. As a result of the comparisons, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot 549556 with an expiration date of 3-31-08.

Manufacturer narrative:
The suspect product is the comfort curve test strips.